Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No adverse trends have been observed associated with the reported product and event. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Healthcare authority reported on behalf of consumer stating the consumer experienced burning, stinging and severe bacterial infection in the eye after usage of contact lenses. The consumer required outpatient antibiotic treatment at hospital. According to consumer the bacterial infection happened twice after the usage of contact lenses. The current consumer¿s condition is not known. Additional info has been requested but not yet available.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).